Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
As reported, the 4k autoclavable camera head would not present an image during a procedure. According to the initial reporter, the camera displayed error message e224. Attempts were made to clean the contact points, but did not resolve the issue. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The device was returned and evaluated. The user report was confirmed due to a faulty cable. Additionally, the rear cover label was fading and the unit failed a leak test due to a small cut on the cable. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ the root cause could not be determined. Probable causes include: communication between the processor and the camera head became impossible due to contact failure caused by disconnection of the cable. When some strong impact was applied to the camera head, the camera head failed, and communication between the processor and the camera head became impossible. Communication between the processor and the camera head became impossible due to electrical contact corrosion of the video connector, dirt on the electrical contacts, and foreign matter adhesion. Communication between the processor and the camera head became impossible due to short-circuit or corrosion caused by flooding. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on april 5, 2021 stating that the event occurred prior to a diagnostic procedure. The intended procedure was completed using a different device without any delay. The device was inspected prior to use and all connections and cables were secure with no defects present.